Manufacturer narrative:
The customer reported to arjo representative that maxi move lifting bar lowered unintentionally, without patient involvement. To further investigate the customer allegation, the device was evaluated by arjo service technician towards the malfunction reported. The functional test revealed that the device lowered with slow speed (when the weight was applied). The service technician confirmed that mechanical failure of the actuator (responsible for up-down movement of the spreader bar) caused reported malfunction. The faulty part was replaced and after repair, the device was working correctly. Please note that the device has been in use for above 12 years. The instruction for use (IFU) for maxi move (04.km.00/1gb) contains information about product lifetime and preventive maintenance. - "the expected operational life of your arjo lifter is 10 (ten) years from the date of manufacture.." -"maxi move shall always be handled by a trained caregiver." The periodic testing section (in the IFU) includes information that device should be tested in the weekly intervals and the customer should "test for full and efficient movement of the lift / lower mechanism:- raise and lower the jib using the control handset, the test also with dual switch panel." After analysis all available data it can be concluded that the device malfunction has been discovered before use with a patient. The device down movement speed was described as slow'. Sum up, arjo device was not being used for the patient's transfer. The actuator mechanical malfunction of the device was found. Due to this fact, the lift was not according to manufacturer's specification. Initially, we have decided to report this case in an abundance of caution due to indication of device's spreader bar unintended movement. However, further information received showed that the lift moved unintentionally with slow controlled speed without any risk to the patient or caregiver. Additionally, the device failure was discovered before use. There have been no adverse events in the past related to slow unintended movement (caused by actuator mechanical failure) on the maxi move device, and it approvedis not likely to result in hazardous situation in the future. For this reason, any future similar cases will not be considered reportable to competent authorities.

Manufacturer narrative:
(B)(4). Additional information will be provided upon investigation conclusion.

Event description:
It was reported to arjo representative that maxi move was moved down unintended when the weight was applied on the lift. The arjo service technician advised that the device movement could not be stopped by any controls.